Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose of 51 mg/dl. Reportedly, the customer alleged the pump software delivered "too much insulin" resulting in the low bg. Customer experience temporarily "shaky legs" and required assistance with consuming carbohydrates to treat low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional